Manufacturer narrative:
Device not return.

Event description:
The manufacturer received voluntary medwatch (mw5113453) alleging an issue related to a ventilator. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In section e of the previous submitted report, init. Report sent to FDA, was incorrectly marked. It is corrected on this report.